Manufacturer narrative:
Updated: b5, g2, h2, h3, h6, h11 the device was returned to olympus for inspection. It was confirmed, and in addition, the following reportable malfunctions were identified during the device evaluation, leak and the hose had moisture damage. Based on the results of the investigation, the most probable cause of the complaint is d02 - cause traced to component failure due to c0703 - leakage/seal. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the insufflation unit exhibited a leak, and the hose had moisture damage. There were no reports of patient involvement.

Event description:
It was reported, the high flow insufflation unit exhibited internal liquid at the hoses. The event occurred at service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.